Manufacturer narrative:
E1 initial reporter address 1: (B)(6). E1 initial reporter phone: (B)(6) - corrected. The device was returned for analysis. Visual and microscopic inspection revealed no issues, and the device appears to be in good condition. The guidewire exit port, and the distal section of the tip were in good condition. The telescope was fully retracted and fully advanced properly. A test guidewire was inserted, and there was no indication of resistance when tracking the guidewire into the catheter.

Event description:
It was reported that catheter issue occurred. The target lesion was located in an occluded left anterior descending (lad) artery. An opticross hd imaging catheter was selected for the ultrasound examination of the lesion. During the procedure, the catheter could not be withdrawn. The procedure was completed using a different device, and the patient condition was stable. It was further reported that there was difficulty removing the catheter from the lesion and that it was simply removed by pulling.

Event description:
It was reported that catheter issue occurred. The target lesion was located in an occluded left anterior descending (lad) artery. An opticross hd imaging catheter was selected for the ultrasound examination of the lesion. During the procedure, the catheter could not be withdrawn. The procedure was completed using a different device, and the patient condition was stable.

Manufacturer narrative:
E1 initial reporter address 1: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that catheter issue occurred. The target lesion was located in an occluded left anterior descending (lad) artery. An opticross hd imaging catheter was selected for the ultrasound examination of the lesion. During the procedure, the catheter could not be withdrawn. The procedure was completed using a different device, and the patient condition was stable. It was further reported that there was difficulty removing the catheter from the lesion and that it was simply removed by pulling.